Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This report is to follow up medwatch report # mw5162523.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: the complaint was generated from medwatch: mw5162523. Please note: no additional information can be obtained because this was an anonymous report. A lot trace cannot be performed because the event hospital was not provided. Model #: c0r85, lot #: 1525242. While performing a laparoscopic cholecystectomy a 12mm trocar was inserted into the abdomen to gain access. While removing a laparoscopic instrument from the trocar, the trocar fell apart. The trocar was removed from the patient and all parts were accounted for. The trocar and packaging were collected and turned in for inspection. Per the surgeon there was no patient harm due to this event. Patient status: there was no patient injury due to this event.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: the complaint was generated from medwatch: mw5162523. Please note: no additional information can be obtained because this was an anonymous report. A lot trace cannot be performed because the event hospital was not provided. Model#: c0r85, lot#: 1525242. While performing a laparoscopic cholecystectomy a 12mm trocar was inserted into the abdomen to gain access. While removing a laparoscopic instrument from the trocar, the trocar fell apart. The trocar was removed from the patient and all parts were accounted for. The trocar and packaging were collected and turned in for inspection. Per the surgeon there was no patient harm due to this event. Patient status: there was no patient injury due to this event.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.